Event description:
It was reported that a malfunction occurred on the pump. The customer¿s blood glucose level reached 506 mg/dl due to the issue. The customer administered a correction bolus via the pump and required no third-party assistance. Technical support assisted the customer in resetting the pump, and no further malfunctions occurred. The customer was advised to continue using the pump and to contact support if the issue recurred.